Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the plastic on the mouth of the 8mm fenestrated bipolar forceps instrument was burnt. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was identified during the subsequent reprocessing. The instrument is always inspected during reprocessing. About the last registered use of the instrument, there was no report of injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. The complaint regarding plastic on mouth was burnt was confirmed by failure analysis. The probable root cause of thermal damage attributed to conditions during use.